Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and due to some corrections required. Updated fields: d8, d9, e4, h4, h6, h11. Corrected fields: d4 - primary UDI number, UDI added. E1 - middle name. D4 - unique device identifier (UDI) #1, na was added and h6 - component code, imager. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: dust inside the device and screw is damaged. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction in the investigation findings: component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device shows error. The issue was found during sedation of myomectomy therapeutic procedure. There were no reports of patient harm.